Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air bubbles within the tubing. Customer's blood glucose (bg) level ranged from 430-486 mg/dl. A manual injection was administered to address bg. Reportedly, the customer does not perform the air removal process during the load sequence and had filled the cartridge with cold insulin. A supply change was performed to address the air bubbles. Tandem technical support advised the customer against filling the cartridge with cold insulin as this may result in air bubbles.